Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During the preparation of a 2.50 x 16 synergy ii drug-eluting stent, the stent came off the delivery system when the stent protector was removed and remained in the stent protector. The procedure was completed with another 2.50 x 16 synergy ii drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found that almost the entire stent profile was damaged with struts distorted, lifted and bunched towards the middle of the stent profile. The product stent protector was returned for analysis. The bumper tip of the device showed no signs of damage. The crimped stent was detached from balloon and returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During the preparation of a 2.50 x 16 synergy ii drug-eluting stent, the stent came off the delivery system when the stent protector was removed and remained in the stent protector. The procedure was completed with another 2.50 x 16 synergy ii drug-eluting stent. No patient complications were reported.